Manufacturer narrative:
Novocure medical opinion: to determine the cause of the event, novocure contacted the reporter for additional information, contacted the hcp who prescribed optune gio to the patient and treated the patient for underlying gbm, reviewed patient medical records, reviewed device service records, and reviewed historic post-market surveillance and clinical trial data to look for similar events. We have been unable to review the device logfile to date despite multiple attempts to re-trieve the device or device data from the patient. The events of lethargy, confusion/disorientation, balance problems, speech disorder, and clinical decline were assessed as not related to the device and related to underlying gbm. Electric shock and thermal burn were assessed as related to the device. Electric shock is a known risk of using optune gio and is included in the warnings section of the instructions for use. Based on our investigation and conclusions, there was no need for CAPA, or field safety corrective action identified, and the event was assessed as a non-reportable event. Electric shock was not reported as an expected event with optune gio device use in the (ef-11 or ef-14 trial in optune arm). There have been 126 reports of electric shock in the commercial program to date, three of which were serious, none that led to a thermal burn. Thermal burn was not reported as an expected event with optune gio device use in the (ef-11 or ef-14 trial in optune arm). There have been 24 reports of thermal burn in the commercial program to date, none of which were serious.

Event description:
A 76-year-old male with newly diagnosed glioblastoma (ndgbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2025, novocure was notified by the patient's daughter that the patient experienced a shocking sensation during the night, coinciding with displacement of the transducer array from the scalp. Later that day, additional information was received indicating the patient sustained a burn and was being evaluated at the va for the lesion as well as lethargy. An image provided by the reporter showed a circular, pigmented area on the skin surface, approximately the size of a quarter, located above the right ear. No drainage or purulence was observed. Optune gio therapy was temporarily discontinued. On (B)(6) 2025, the patient's daughter reported the patient had visited the emergency department, received an unspecified otc topical ointment, and was discharged the same day. He was being taken back to the ER due to a reported clinical decline. At the time of the report, the events were not resolved. At the time of the report, logfile was not available for review. The healthcare provider attributed the patient's deterioration to progression of the underlying gbm rather than optune gio therapy related effects.